Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the faradrive steerable sheath clear was selected for use during an unspecified procedure. The sheath tip was observed to have an abnormal bend, and it was noted that this bend could be maintained by manually applying force. Additionally, air was observed being drawn into the flush port during catheter removal. Despite these issues, the procedure was completed using the same device. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has been received for analysis. No abnormalities or defects were found on the exterior of the returned sheath. Analysis of the returned sheath confirmed the difficulty to engage the deflection mechanism was due to the adhered condition of the friction gasket, as it was found to be adhered to the shaft and screw components. This defect resulted in the restriction of the steering knob when it engages onto the gasket. Next, functional evaluation and inspection of the sheath's performance and its associated components revealed no abnormalities or defects that could have contributed to air ingression or leakage. Therefore, the defect related to the allegation of 'visible air/bubbles' was not confirmed. The complaint allegation of 'failure to move/steer' was confirmed through cis analysis, while the allegation of 'visible air/bubbles' was not confirmed. Correction to the initial MDR in block initial reporter phone and initial reporter fax (e1), and init rptr also sent rep to FDA (e4), in section e - initial reporter.

Event description:
It was reported that the faradrive steerable sheath clear was selected for use during an unspecified procedure. The sheath tip was observed to have an abnormal bend, and it was noted that this bend could be maintained by manually applying force. Additionally, air was observed being drawn into the flush port during catheter removal. Despite these issues, the procedure was completed using the same device. No patient complications were reported. The device is expected to be returned for analysis.